Event description:
A customer reported experiencing high blood glucose levels beginning in the afternoon of (B)(6) 2009 and then reported variable high and low blood glucose during the next day. On (B)(6) 2009, her blood glucose ranged from 277 to 408 mg/dl. She administered several bolus doses of insulin in attempt to lower these values. The next morning, at 4:23 am her blood glucose read 43 mg/dl which prompted her to drink orange juice. Later that morning, her blood sugar was stable at 102 mg/dl, but began to rise in the afternoon and into the evening. Prior to deactivating this pod, her blood glucose read 403 mg/dl at 5:43 pm. At 5:44 pm she deactivated the pod and administered a manual injection of 10 units of insulin. The product will be returned for eval.

Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was detected. An air bubble, equivalent to 4 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a mfg process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation to determine if education and training related to this topic can be improved. The investigation is in-process as of the date of this report. The lot was found to have met all acceptance criteria.